Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dusts accumulate in the scope socket a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel leds are blinking cause traced to component failure and for dusts accumulate in the scope socket a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device front panel leds are blinking. The issue identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.